Manufacturer narrative:
Update 03/30/2016 07:14 am (B)(4): the replaced printed-circuit(pc) boards were not returned for further investigation. No pictures were received to determine the extent of the reported liquid damage. No information about the source of the liquid or, other circumstances surrounding the event have been made available to us. Liquid on pc boards can short-circuit different components which might lead to failures during the pre-use checks tests and could lead to a stop of ventilation. The root cause for the reported problem cannot be determined as a result of the lack of information and/or goods provided for the investigation.

Event description:
Update 03/30/2016 07:06 am (B)(4).

Manufacturer narrative:
On (B)(6) 2015 01:30 pm (gmt-4:00) added by (B)(6): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator's pressure transducer printed circuit board and expiratory channel printed circuit board were found to be damaged by liquid. There was no patient involvement. Manufacturer ref #: (B)(4)